Event description:
It was reported that the pt underwent aspiration and lavage due to infection. Purulent fluid was aspirated from the knee.

Manufacturer narrative:
This report will be amended when our investigation is complete.